Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (alternates screens) has been confirmed. As received, the charger/modem was resetting. Upon evaluation, the u13 processor was corrupted on the bedside board and the power supply lacked an output voltage. The cause of the resets is the corrupted processor and lack of output voltage from the power supply. The root cause cannot be distinguished between the defective u13 component and the defective power supply. The root cause for the defective u13 component could not be positively identified. The root cause of the defective power supply cannot be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor contacted zoll to report that a patient's battery charger/modem was alternating between the start-up screen and a blue screen.